Manufacturer narrative:
Patient was not refracted in left eye. No post op best corrected visual acuity (bcva) available. Patient being seen on (B)(6) 2016 at dr. (B)(6) office. Will determine bcva and possible prk at that time.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that he completed right eye fine but when he went to do the left eye the pattern of the meniscus was out, but close. Surgeon began treatment and he could see gas bubbles but there was no breakthrough. It was reported there was no side-cut and gas bubbles could be seen bubbling up on the side, but in where the flap should be. Surgeon attempted to lift flap but couldn&#38190; ablation procedure was aborted at this point and surgeon will do photorefractive keratectomy (prk) on the patient.